Event description:
Flourish post-approval study 17-09; pt # (B)(6). At 3 days from birth, the patient underwent thoracotomy for repair of the tef. At 405 days from birth the patient underwent rigid bronchoscopy, flexible esophagoscopy and esophageal dilation. At 453 days of age, the flourish pediatric esophageal atresia device was placed with the patient under general anesthesia. A resulting gap measurement (following placement) was not provided. No additional procedures were reported. Six days after placement (459 days of age), anastomosis was achieved and the flourish magnets were removed. Method of confirmation of anastomosis was not provided. The first dilation of stricture at the anastomotic site occurred 12 days following device removal. The patient underwent subsequent dilation 24, 35, 64, 113, and 246 days following device removal.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report indicated the patient was treated for stricture at the anastomotic site. The IFU states the following: "based on limited clinical data on this device, the rate of endoscopic dilation or surgical intervention for stenosis of the anastomosis is higher than that following surgery." Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.